Manufacturer narrative:
Pump had full segment display due to faulty. Unable to perform idle current test, run current test, self test, off no power test, unexpected alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify alarm due to full segment display. No vibration anomaly or audio beep anomaly noted. Pump received with minor scratched display window, cracked display window, cracked case at display window corners, cracked reservoir tube lip and broken belt clip slot.

Manufacturer narrative:
(B)(4). Currently it is unknown whether the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had vibration anomaly and received button error as well as error alarm. The customer¿s blood glucose level was unknown. Troubleshooting was performed and still receiving alarm and pump still beeping. The insulin pump will be returned for analysis.